Event description:
It was reported that a malfunction occurred on the pump, identified by a specific error code related to a momentary power loss. There was no adverse impact to the customer¿s blood glucose level. The customer had already reset the pump before contacting support, and with assistance, successfully rejoined the continuous glucose monitoring sensor and resumed insulin delivery. Customer was instructed to continue using the pump and to contact support if the malfunction reoccurred, which was acknowledged and understood.